Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 49 mg/dl. The customer dropped after having high blood glucose levels of 535 mg/dl. The customer stated that their dog pulled the set out of their body and did not realize it until they realized their blood glucose was low. The customer was treated for the low blood glucose with milk. The customer did not have any issues with their insulin pump. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.